Event description:
It was reported that the colonovideoscope experienced a scope communication error (b30). The event occurred during inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
E1 - address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.